Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent cystoscopy, bilateral sacrospinous fixation and enterocele repair anterior/posterior colporrhaphy on (B)(6) 2007, due to vaginal prolapse and stress urinary incontinence. It was reported that patient experienced chronic pain, mesh exposure and mechanical complication of implanted device. She underwent excision of mesh and anterior mesh revision, revision of pinnacle graft, enterocele repair and cystoscopy on (B)(6) 2012. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and mesh were implanted respectively into the patient as per coding submitted. (Checklist ticked mesh). No other clarifying information is provided. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.